Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath positioned over the balloon proximal bond. Shuttle movement was checked and resistance was felt. Subsequent to unsheathing, it was immediately observed that the sealant appeared to have "swelled", which is indicative that it was exposed to saline. The proximal end of the sealant was found wedged between the advancer tube and shuttle cartridge. This condition may have contributed to the device jamming. The catheter, procedural sheath, advancer tube and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the deployment. The sealant sleeve was found pulled back against the proximal end of the shuttle and was not inserted into the procedural sheath. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge. The instructions for use (IFU) instructs the following: do not remove sealant sleeve. If the sealant sleeve was displaced prior to shuttling down, the sealant may have been exposed to fluid prematurely, which might have caused the sealant to swell and expand against the shuttle cartridge resulting in a device jam. During investigation it was also revealed that the adhesive taper was missing at the junction between the proximal shaft and the balloon. The missing adhesive taper condition may have contributed to the device jam. This issue is being further investigated through CAPA. In addition, an out of specification condition was noted for the proximal tamp lock. The distance from the balloon proximal end to the proximal tamp lock was noted to be out of specification. The issue is also being further investigated. The review of the lot history record (f1619101) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant swelling up and increasing the profile which may have caused resistance during the shuttle deployment step. However, the root cause of the device deployment jam could not be conclusively determined. The incident narrative stated that the device pulled through the arteriotomy with the balloon completely inflated. Over tensioning the device when pulling back the catheter to free a device jam can cause the balloon to pull through the arteriotomy. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 5f vascular closure device failed to deliver the sealant to the arteriotomy to achieve hemostasis. The mynx device was being used in conjunction with a 5f procedural sheath for right femoral arterial closure following a diagnostic peripheral angiography procedure. No resistance was felt when shuttling the mynx device down. After shuttling down completely, the procedural sheath couldn't be retracted from the patient's tissue tract. While attempting to retract the sheath, the entire device came out from the patient, including the completely inflated balloon. Manual pressure was held for 10 minutes and then pressure was applied with a c clamp for 30 minutes to achieve hemostasis. No hematoma was noted. The patient was discharged the same day. Additional information was requested, but is not available at this time.